Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. All operating currents tested within the specification range and passed off no power test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that he recently had a blood glucose level of 21 mg/dl. Caller stated that the insulin pump may be overdelivering due to seeing multiple boluses in the history that were not programmed. Blood glucose level at the time of the call was 128 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.